Event description:
It was reported that the customer experienced high blood glucose in the afternoon and inaccurate sensor readings in the afternoon causing low blood glucose levels during the night. It was also stated that the customer started using the sensors because of two hospitalizations previously. The customer never called in to the report the hospitalizations. The call was disconnected at this point. Attempted to call the customer three times with no success. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.